Event description:
Semi-automatic defibrillator did not recognize ventricular fibrillation, did not shock. It was "fine" ventricular fibrillation but the magnitude was such that it should have been picked up. Unshocked ventricular fibrillation always leads to death. (*)